Event description:
It was reported that a malfunction occurred with a pump displaying malf 16 error code, which was not resettable. There was no reported impact to the customer¿s blood glucose level. The customer arranged to use multiple daily injections (mdi) as a backup therapy while tandem technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it using a pre-paid label. A replacement pump was to be provided, as the current pump was still under warranty.